Event description:
It was reported that during the implant, the helix failed to deploy on two attempts when the lead was positioned on the right ventricular septum. The lead was removed and there was an attempt to extend the helix on the table. The helix successfully extended but with several turns and the helix "jumped" out. There also seemed to be a clot around the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.